Event description:
It was reported that the device had been programmed prior to implant and was found at elective replacement indicator and unable to be programmed out. The device was not used and another selected for implant. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. However, since device did have a write to locked random access memory (ram) power on reset (por) that occurred on (B)(6) 2011, this could be a potential cause for the battery to deplete. The result of analysis is inconclusive.